Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was vomiting and hospitalized for diabetes ketoacidosis and high blood glucose of more than 400mg/dl. It was stated that the customer was experiencing high blood glucose for the past couple of days. Troubleshooting was performed. The time and date on the insulin pump were correct. It was stated that the reservoir was empty. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further information was provided.